Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2010, a flo-gard solution administration set was involved in a leakage incident. At the time of the problem it was reported that a staff nurse was using the set to put irinotecan and folinic acid through a baxter pump. When attaching the set and running the glucose through it leaked from the lower port, which appeared to be deformed. The infusion was stopped and the line was changed. There was no patient injury/harm reported. No additional information is available.